Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache and medical device discomfort. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("excessive fatigue"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), myalgia ("muscle pain"), connective tissue disorder ("connective tissue pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("irregular, heavy, prolonged menstruation") and abdominal pain lower ("cramping"). At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, dyspareunia, migraine, fatigue, dysgeusia, arthralgia, myalgia, connective tissue disorder, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, connective tissue disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: essure device was placed with 3 coils remaining on left and 3 on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both essure devices were noted to be in proper placement. Both fallopian tubes are occluded. Bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache and medical device discomfort. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("excessive fatigue"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), myalgia ("muscle pain"), connective tissue disorder ("connective tissue pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("irregular, heavy, prolonged menstruation") and abdominal pain lower ("cramping"). At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, dyspareunia, migraine, fatigue, dysgeusia, arthralgia, myalgia, connective tissue disorder, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, connective tissue disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: essure device was placed with 3 coils remaining on left and 3 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: both essure devices were noted to be in proper placement. Both fallopian tubes are occluded. Bilateral fallopian tube occlusion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.